Event description:
Attorney alleges subsequent to the implantation of the device, the device did not provide effective pain control. In september 1999 the spinal cord stimulator had to be reprogrammed because of back pain in pt's back and in both legs. On or about 2000, the patient had surgery to remove the device wherein the lead of the device was removed from the back of the patient. As the lead was being removed the wire broke leaving the electrodes and bits of wire connected to the lead of the device within the spinal canal. The attorney alleges the patient has experienced additional discomfort and increased pain as a result of the leads and electrodes remaining in the body of the patient. The device was explanted but not returned to the manufacturer for analysis.